Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
Poor wound healing. This case is from health authority. The doctor used suture to suture the patient's wound. On the 6th day after the surgery, the wound healing was checked and it was found to be non healing. The wound was not infected and the blood sugar level was normal. It was suspected that there was a suture reaction. The doctor removed the suture, replaced it, and re sutured it.